Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had been leaking a black substance during reprocessing. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d9, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, where the reported failure was confirmed. The investigation did not identify a definitive root cause. However, a black substance leaked from the instrument channel. The malfunction was most likely caused by a component failure. If additional relevant information becomes available, an additional supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.